Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported experiencing pain and sensitivity at the ipg site. The pt consulted with his physician and no evidence of infection was present. Additionally, the pt's incision are healing and surgical pain is subsiding.